Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit display. This event occurred during use patient connected in initial drain. The technical service representative (tsr) helped the home patient (hp) to clear the error. The hp was to replace the setup and restart with a new one. There was patient involvement and there was no patient injury or medical intervention associated with this event.